Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. The t:slim pump user guide states: during the fill tubing process, insulin delivery is stopped and must be resumed upon completion. If you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Review of the pump data by tandem technical support (cts) showed that the customer received an incomplete bolus alert and an incomplete tubing fill alert. Cts educated the customer that per the t:slim x2 basal iq user guide, if the user enters the bolus screen and the screen is not exited within 90 seconds, the alert will occur and. Additionally, cts educated the customer that tubing fill alert will occur when the relevant load process step is selected but the process is not completed and the screen is not exited, within 3 minutes. Customer understood and acknowledged that the pump was performing as intended.